Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates occurred. There was no reported impact to blood glucose. Tandem technical support reviewed pump data and found the pump "regenerated fill estimate after a combination of bolus and basal deliveries on (B)(6) 2018. No abnormal activity observed." Cts attempted to follow up with the customer, however, customer did not reply.